Event description:
Pentax medical was made aware of a complaint which occurred in the emea region stating "angle wire ruptured" involving pentax model eg16-k10/serial (B)(4). The event was reported to occur in the operating room, before use.

Manufacturer narrative:
This device is import for export, therefore 510k is not applicable. The scope was received by (B)(6) and the ruptured angle wire was confirmed. Details of the repair have not been provided. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.